Manufacturer narrative:
Analysis of programming/device diagnostic history.

Event description:
During a review of the patient's programming history, a programming anomaly was identified. On (B)(6) 2003, a faulted system diagnostic occurred. The patient's generator was not re-interrogated following the faulted test. At the patient's next appointment on (B)(6) 2005, the patient was interrogated and found to be at faulted settings. The patient's settings were corrected during that appointment.